Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and checked that system was unable to boot up. Upon troubleshooting fse found that the dc power supply was defective, no power to many modules and power up failed. To resolve the issue fse replaced dc power supply. After replacing the dc power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.